Event description:
Euflexxa injections worsened my knee to the point that I may need total knee replacement. I was recovering from tibial plateau fracture with plate installed. Doctor thought euflexxa could help with recovery. Since the three injections, my knee has been double in size with constant pain at about level 8. I am unable to climb stairs without side stepping or do any physical therapy or exercise without severe swelling and pain. Before the injections I was able to hike about 4 miles a day and about 6-10 miles about once a week. Now I can't walk more than around the house. I consulted a second surgeon and he suggested a total knee replacement. Series of three weekly injections given by surgeon.